Manufacturer narrative:
Device evaluation: 1 x zso-7-7 device of lot number cf1817326 was returned opened in its original packaging to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13 jan 2022. Visual inspection: kink on 2nd porthole on the pigtail curl of the tapered end. Functional inspection: 0.035 inch wire guide does not pass the kink. Note: pigtail straightener returned in the incorrect orientation. Document review: prior to distribution all zso-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number cf1817326 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1817326. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique, whereby the kinks occurred as the devices were being straightened with the straightener. As per the laboratory evaluation, the straightener was returned in the incorrect orientation. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the complaint product did not make contact with the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they opened the packet of zso-7-7 found stent was kinked.

Event description:
Supplemental report is being submitted due to the lab evaluation completed on 13-jan-2022: kink on 2nd porthole on the pigtail curl of the tapered end.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.